Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer complaint of "air in line error" was confirmed with functional testing per pvt. Replaced aild. Visual and functional testing was performed. Review of event log found multiple "air in line" alarms. Review of service history found no service within the last 12 months. All functional test of the device passed.

Event description:
It was reported that, during preventive maintenance, there was an air in line error and the downstream occlusion (dso) seal was found to be torn. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.